Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 486 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 486 mg/dl. The customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated they are unsure if a button was pressed for 3 minutes or longer. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.